Event description:
The reporter stated that the product does not pass electrical signal after being placed on the patient. During review of the returned product it was discovered that the transducer housings were cracked and leaking. No patient information available.